Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 300mg/dl. Troubleshooting was performed. The self-test and prime test passed. However, the insulin pump alarmed motor error during the high-pressure test. No further information was provided.

Manufacturer narrative:
Currently,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.